Event description:
Information received from the field notes that during a routine follow-up, diagnostics showed 5% pacing in the ventricle with all rates above 150 ppm. The patient had complete heart block and very little underlying ventricular rhythm. The device will be checked at the patient's next follow-up.